Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a tracheal tube had a slow cuff leak which resulted in a reduced cuff pressure. The patients oxygen saturations were not affected but the tidal volume was reduced. The tracheal tube was then exchanged for a new device. The patient was not harmed as a result of this event.